Event description:
It was reported while injecting into the catheter, a blood return could be seen in the other catheter lumen. Additionally, a small amount of bleeding was noted at the insertion site. Add'l pressure was applied to the insertion site to achieve hemostasis. This catheter was removed and another dialysis catheter was successfully placed without any pt complications. This device has not been rec'd for eval. Therefore, no failure analysis is available.